Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. It was noted that the neck started out small and bigger. The neck was 2.4cm in length. It was reported that, the c arm was not in exact correct parallax; and correct parallax could not be achieved because the c arm was not cranked far enough. However the physician thought that it was angled enough. As a result, the bifurcated portion of the stent graft was deployed approximately 5-6 mm too low and a type ia endoleak resulted. An aortic cuff was placed and leak resolved. No clinical sequelae were reported and the patient is fine. Review of returned cta¿s pre-implant revealed that the proximal neck was angulated approximately 70deg (a-p). The approximate neck diameter just below the lowest right renal was 20mm , and was calcified. The max aaa diameter was 5.2cm and the distal aortic diameter was 25mm and calcified. The iliacs were mildly tortuous and calcified. From the images provided the exact cause of the low placement leading to the proximal type I endoleak is unknown. Images during and post-implant were not available for review. The event was likely procedure related; improper parallax correction. It is possible that the angulated and calcified proximal neck may have also contributed to the endoleak.

Manufacturer narrative:
(B)(4).